Manufacturer narrative:
Results: a review of the device history record was completed for batch # 6116680. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
It was reported that the consumer was using a bd safetyglide¿ 6mm¿ insulin syringe when the needle broke off in her abdomen. She received an x-ray and cat scan and also 3 stitches due to trying to locate the needle. Consumer has not decided yet if she will return for surgery to remove the needle.